Event description:
It was reported that during a roux-en-y procedure, the initial load in the device worked fine. The device was reloaded from the same lot, but when the staple retaining cap was removed from the cartridge, the staples were protruding. A third reload was opened from the same box. It looked ok. They fired it and the staples did not form properly. They were in the u shape. The surgeon sutured to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.